Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/30/2017 with the following findings: three battery compartment cracks were observed. Unrelated to the complaint, the battery cap threads were damaged. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.